Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, episodes of noise resulting in oversensing were noted on the right ventricular lead. The noise was not reproduced so the physician did not perform any intervention. The patient was stable with no consequences.